Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patients leads had high impedances. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and the ipg were replaced for a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads had high impedences. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.